Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to shorted q12 and q16 transistors on the monitor defibrillator board and a shorted u1003 programmable logic device on the monitor c/a board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.